Event description:
On (B)(6) 2012 the patient contacted animas alleging that she was unable to remove the battery cap in order to change the battery after the pump emitted a low battery warning, and the pump subsequently lost power. The patient stated that the yellow o-ring on the battery cap is not visible, and the patient denied damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 02/04/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 01/10/2013 with the following findings: the pump history showed an unconfirmed "replace battery" alarm on (B)(6) 2012 at 22:39. The pump battery voltage recorded at that time was low. The unconfirmed alarm discharged the battery and caused the pump to enter a continuous reboot cycle. There was no damage found to the battery compartment. The battery cap was found to have a damaged coin slot but was able to be attached and removed from the pump. The pump was exercised for 24 hours without power issues. Unrelated to the complaint, the pump piston cap was found to be missing during the investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.